Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the batch/lot number of the screw is unknown. However, the reported driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 forward ratchet assy, low-profile (part number msp2030, batch number l2005001) was returned for evaluation. The returned t8 forward ratchet assy, low-profile (part number msp2030, batch number l2005001) driver tip was examined under magnification. Under magnification the tip was twisted, and the tip looked to be broken off. The twist in the hexalobe spines was observed, and the face of the tip showed damage from twisting. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during surgery, the tip of the driver broke of in the locking screw while the surgeon was locking the screw in place. The screw was implanted with the broken fragment in the screw head. The surgery was completed with no delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2023-00540 for the driver involved in this event.